Manufacturer narrative:
(B)(4). There was no product returned for this complaint. No returned product evaluation could be completed. There was no lot number provided for this complaint. Therefore, no record review could be complete. Case details were reviewed. Customer stated that an undeployed stent was pulled back via the guideliner. The stent came off. No product was returned to vsi/teleflex for evaluation. It is unknown if any damages were present on the shaft. Additional information was requested. No response was received. Per IFU 106220 rev a states the following warning and precaution , never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, damage to the catheter, or vessel damage. Do not withdraw an undeployed stent back into the guideliner catheter when the catheter is in the body, as it may result in dislodging the stent. Instead, simultaneously pull both the guideliner catheter and undeployed stent back into the guide and remove together. Per intake details, customer snared the stent and balloon. No patient harm noted. Procedure was completed with a different stent size. A manufacturing record review was not completed as no lot number was provided by the customer based on the limited information, the most likely root cause of the issue is undeterminable. Other remarks: the complaint was updated to reportable after the invesigation. Therefore this report is the initial and the final. If more information is recieved a follow up will be submitted.

Event description:
It was reported that: doc tried to pull an undeployed stent back through the guideliner and it came off. They snared loose stent and balloon and went in with a different size stent. Completed with a different device.